Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unknown date, the pt experienced peritonitis. Action taken with dianeal therapy was unknown. The cause and treatment of peritonitis was not reported. Additional information was requested but is not available.